Manufacturer narrative:
Citation: wagner g et al. Comparison of transcatheter aortic valve implantation with other approaches to treat aortic valve stenosis: a systematic review and meta-analysis. Syst rev. 2019 feb 5;8(1):44. Doi: 10.1186/s13643-019-0954-3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
Medtronic received information via literature regarding a comparison of the benefits and tribulations of transcatheter aortic valve implantation, surgical aortic valve replacement, medical therapy, and balloon aortic valvuloplasty. All data were collected from a meta-analysis review of 19 studies (6 randomized controlled trials and 13 observational studies) published between 2002 and 2017. The overall study population included 12,238 patients (predominantly male; mean age 74 years), an unspecified number of which were implanted with medtronic corevalve or evolut r bioprosthetic valves (no serial numbers provided). Mortality rates for 30-day, one-year, and all-cause deaths were discussed. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, moderate-severe paravalvular aortic regurgitation, transient ischemic attack, stroke, myocardial infarction, major bleeding, and major vascular complications. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.